Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. On (B)(6) 2010 the patient underwent an in office trimming of sutures at the vaginal wall mesh. On (B)(6) 2013 the patient underwent a vaginal excision of tvt, b/l pudenal nerve block, diagnostic laparoscopy, retzius space exploration, lso and cystoscopy with hydrodistension due to pelvic pain and dyspareunia due to mesh erosion into the urethra. On (B)(6) 2013 the patient underwent a vaginal excision of periurethral granulation tissue and exam under anesthesia due to dyspareunia in area of granulation tissue from prior foreign body exposure.

Manufacturer narrative:
It was reported that the patient underwent laparoscopy, cautery of lesions, lysis of adhesions, simple umbilical hernia repair, cystocele repair, paravaginal defect repair, burch urethropexy, cystourethroscopy, revision of bladder tack and vaginal packing on (B)(6) 2012 due to pelvic pain, stress incontinence, paravaginal defect, hypermobile urethral junction, urinary frequency, rectal lesion and umbilical hernia presence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and pelvicol were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with laparoscopic oophorectomy due to rectocele, rectal incontinence, stress urinary incontinence, and complex mass.

Manufacturer narrative:
Date sent to the FDA: 01/22/2014.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent right pudendal nerve block, with a preoperative diagnosis of pain in the right anterior fornices of the vagina, thought to possibly be a suture, granuloma, residual mesh, or possible right pudendal neuralgia on (B)(6) 2013. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with sphincteroplasty, rectocele repair, and cystourethroscopy. It was reported that the patient underwent laparoscopy and cautery of lesions on (B)(6) 2012 due to right lower quadrant pain, pelvic pain plus nausea; left lateral internal sphincterotomy and complex hemorrhoidectomy on (B)(6) 2012 due to fissure and hemorrhoids with rectal mucosal prolapse; posterior colporrhaphy, removal of suture material from rectovaginal connective tissue, and right pudendal block and right periurethral injection of painful trigger point with exparel and kenalog on (B)(6) 2014 due to postoperative vaginal prolapse, pudendal neuralgia and right periurethral pain; and excision of right periurethral cyst, possible foreign body mesh, right pudendal nerve block on (B)(6) 2015 due to right periurethral neuralgia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele.